Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip surgery .the patient then underwent a closed reduction procedure due to dislocation and subluxation.

Manufacturer narrative:
(B)(4). Additional information was received from the study principal surgeon, who reported that increased dislocations rates have been noted for one operating surgeon. There is no evidence of increased rate of dislocations for g7 implants (subject device) implanted outside of the current study by other surgeons, it has been therefore concluded that the reported hip dislocation was not related to the subject device and was related to the surgical procedure and erroneous surgical technique utilised by one surgeon. The most likely cause of the reported hip dislocation was erroneous surgical technique utilised by the surgeon.

Event description:
It was reported that a patient underwent a left hip surgery .the patient then underwent a closed reduction procedure due to dislocation and subluxation.